Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
H6 health effect - clinical code e233601 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
A4: weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 68-year-old male with a ventricular septal perforation (vsp) underwent pre-operative impella cp placement via percutaneous femoral arterial access for circulatory support prior to surgical repair. The patient was managed with anticoagulation therapy, sodium bicarbonate purge solution, and reportedly normal laboratory values. On the morning of (B)(6) pupil dilation was observed, prompting a CT scan which revealed a cerebral hemorrhage (hemorrhagic stroke). Following confirmation of the hemorrhage, the impella cp was weaned and explanted; the device had been planned for removal due to recovery of cardiac function and was not removed due to device malfunction. The extent of the intracranial bleeding was severe, and despite clinical management, the patient expired. The relationship between the cerebral hemorrhage and the impella device remains unconfirmed by the treating physician. No device malfunction was reported, and product return was not available for evaluation. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition.